Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during implant, a competitor lead could not be secured into the device header. The physician attempted to use another lead but was unable to seat the set screw. Another device was implanted successfully. The patient tolerated the procedure. No further issues were reported.

Manufacturer narrative:
The reported field event of a set screw anomaly was confirmed in the laboratory. Visual inspection noted damage on the rv is-1 septum and foreign material in the rv is-1 set screw cavity. This material prevented full insertion of the torque driver in the hex cavity. The lead bore dimensions were verified to meet specification. The cause of the reported inability to secure the lead into the header could not be determined.